Event description:
Customer reported that their pump screen would not turn on, and troubleshooting confirmed the issue despite attempts to power the device. Blood glucose level remained below 500 mg/dl, indicating no adverse impact. Customer was instructed to use multiple daily injections (mdi) as a temporary replacement. Technical support arranged for the shipment of a new pump with updated software, provided necessary training materials, and instructed the customer on returning the defective pump.